Event description:
It was reported the ventricular lead was exhibiting high and unstable impedances. In addition, the patient reported "not feeling well" for a couple of months. Interrogation of the device revealed no sensing, undefined impedances and no output. Invasive examination of the system suggested a possible device header issue as the lead parameters were normal and stable when tested through the analyzer. The device was explanted and replaced. The lead was functioning properly and was left in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output. Further testing revealed this was the result of lifted hybrid bond wires.